Event description:
It was reported that patient presented in emergency room after experiencing discomfort. Upon interrogation, it was found that patient's atrial lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise confirmed. As received, a partial lead was returned in four pieces. Visual inspection of the lead found external insulation abrasion at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone which is consistent with friction to device can.